Manufacturer narrative:
The device was not returned for analysis; however, a engineering evaluation was performed. It was reported that a kink in the device may have led to the deployment line being stuck or pinched. As the device was not returned, it could not be confirmed if the device had a kink, nor that the covered portion of the stent did not fully deploy. Not enough information was provided to determine the cause of the event.

Manufacturer narrative:
One fluoroscopic case image was provided for evaluation. Based on the imaging provided, a gore® viatorr® device and guidewire are visible. It appears that a portion of the graft-lined region of the viatorr® device remains constrained, while the proximal and distal graft-lined regions are deployed. A full imaging evaluation could not be performed as a result of images not meeting dicom® standard. Based on the available information, this imaging evaluation can neither confirm the reported partial deployment of the viatorr® device nor determine a potential cause. Additionally, this imaging evaluation could not determine the events that occurred during the procedure based on the images received.

Manufacturer narrative:
An analysis of the production records is in progress. A total of one (1) case image was received via email for evaluation. Based on the imaging provided, a gore® viatorr® device and guidewire are visible. It appears that a portion of the graft-lined region of the viatorr® device remains constrained, while the proximal and distal graft-lined regions are deployed. A full imaging evaluation could not be performed as a result of images not meeting dicom® standard. Based on the available information, this imaging evaluation can neither confirm the reported partial deployment of the viatorr® device nor determine a potential cause. Additionally, this imaging evaluation could not determine the events that occurred during the procedure based on the images received.

Event description:
It was reported the physician selected a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt procedure. Following device placement, the covered portion of the stent did not fully deploy. Strong resistance was met with the deployment line and as the line was pulled harder, the device was pulled from the desired position. The stent was snared from the patient. Two gore® viatorr® tips endoprostheses with controlled expansion were then implanted with no adverse effects. To the patient. The account reported that the viatorr® device kinked making a sharp turn and that the kink may have led to the deployment line being stuck or pinched when deployment was attempted.